Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was found to be exposed at the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract to indicate that the hard cannula was improperly installed. Blood was observed on the device, and timeouts were observed in the download data. No other defects, or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 17 mmol/l (306 mg/dl) after wearing the pod between 36 and 48 hours on the arm. The patient was able to activate a new pod.